Event description:
It was reported that the patient had a recent coronary artery bypass graft (CABG) and an infection with positive blood cultures occurred of unknown origin. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4965-50 lead, implanted: (B)(6) 2012; 4480 lead, boston scientific, implanted: (B)(6) 2011. (B)(4).